Event description:
It was reported that when using the bd pyxis¿ es server messages were not crossing over and orders were not shown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed the patient existed in patient encounter system (pes), and identified messages in the ext.receivedmessage table with null successfullyprocessedlocaldatetime, indicating incomplete processing, though no disconnection flags were present. Restarting messaging-related services did not resolve the issue, leading to escalation to the interface (iest) team for further analysis of xml message processing. Follow-up by the interface team revealed that logs were only retained for 3 days, preventing verification of older transactions, and no new examples were provided by the customer; therefore, the issue could not be conclusively determined. The system functioned as intended after the technical support specialist verified the device.